Event description:
Caller reported experiencing intermittent occlusion alarms . There was no adverse impact to customer¿s blood glucose level. Customer resolved occlusion event by changing infusion set and cartridge, then resumed insulin, and declined further assistance.